Event description:
It was reported that a patient underwent an incisional hernia repair on an unknown date and mesh was used. Approximately (B)(6) post operatively, the patient experienced a recurrent hernia. A second procedure to repair the recurrent hernia is planned.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that a patient underwent a laparoscopic primary incisional hernia repair post laparotomy due to cancer on (B)(6) 2011 and mesh was used. (B)(6) 2011, the patient developed symptoms of a recurrent hernia. On (B)(6) 2011, the mesh was easily explanted because it had not been fully integrated into the abdominal wall. The surgeon also noted suture material and staples were absorbed. The mesh was pushed by the intestines and abdominal pressure in the parietal defect. The surgeon opines that the parietal defect was not properly repaired before the mesh placement because the repair technique was not appropriate in relation to the size of the hernia. Currently, the patient is doing well.